Event description:
It was reported that on (B)(6) 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted. The patient¿s activated clotting time (act) level was 250 seconds during procedure after (B)(4) units/ml of heparin was delivered. The patient remained hemodynamically stable throughout the procedure. Four days post procedure, it was observed via transesophageal echocardiogram (tee) that there was a thrombus on the device, so an anticoagulant was prescribed. A second tee was done on (B)(6) 2022 which showed that the thrombus was smaller and nearly gone. The patient was reported to be

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus on the device four days post-procedure was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6). 2022, a 22mm amplatzer amulet left atrial appendage occluder was implanted. (B)(4). Four days post procedure, it was observed via transesophageal echocardiogram (tee) that there was a thrombus on the device, so an anticoagulant was prescribed. A second tee was done on (B)(6). 2022 which showed that the thrombus was smaller and nearly gone. The patient was reported to be stable.